Event description:
Additional information was received from a healthcare provider (hcp). The pump was delivering gablofen 2000 mcg/ml; 283.9 mcg/day, start date of (B)(6) 2016; lot number 2163-115 exp 07/18. Other medications the patient was taking at the time of the event include acetaminophen, ascorbic acid, ceftriaxone cetirizine pendex vitamin d, total parenteral nutrition (tpn) /lipids hydralazine dilaudid prevacid xopenex ativan losartan milk of magnesia zofran propranolol. Medical history includes trach dependant, autonomic instability and no known drug allergies. Troubleshooting was cerebrospinal fluid was redrawn (B)(6) 2016 and intravenous antibiotics. Diagnostic related to heart rate and blood pressure changes was noted as autonomic instability. Intervention was meropenem was started after the csf was drawn, changed to cefinaxone. The cause of the infection and heart rate and blood pressure changes was "unknown association". The patient's outcome was in progress and continuing to try to clear csf of infection with antibiotic treatment.

Manufacturer narrative:
Other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2002, product type: catheter.

Event description:
Information was received from a healthcare provider via a manufacturer representative in regards to a patient who was being treated with baclofen intrathecal therapy via an implanted pump. The pump's indication for use (IFU) was listed as intractable spasticity. The patient's medical history and concomitant medications were unknown. The physician reported the patient is a (B)(6) male with cerebral palsy (cp) and loeys-dietz syndrome. The pump was most recently re-implanted last (B)(6) [2015], distal catheter and connector to pump replaced then as well. The patient had been having episodes of heart rate (hr) and blood pressure (bp) changes with increased tone but pump and catheter appeared to be functioning normally. The patient had been admitted for bowel obstruction in past and when this was treated appeared to return to baseline. The patient was admitted recently for these symptoms and again bowel obstruction found, but further workup done to rule out other sources. The workup included magnetic resonance imaging (MRI) of cervical spine due to spinal deformity in this area. Signal changes were seen and neurology requested cerebrospinal fluid (csf) to look for oligoclonal ab. An unexpected finding was elevated white blood count (wbc) in csf and culture of csf eventually grew very few klesiella pneumonia. The patient was not symptomatic for meningitis but concern is seeding of the pump and catheter with bacteria and after antibiotic treatment the evidence of csf infection could return. The family wanted to keep the pump/catheter if at all possible as he was difficult to manage without it. The physician was inquiring regarding antibiotics through the pump and catheter and stated that use of intrathecal antibiotics was not uncommon but not through a pump.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2016, product type: catheter. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: catheter.

Event description:
Additional information received reported the pump, pump connector, and 8709 catheter were explanted on (B)(6) 2016.

Event description:
Additional information received reported that due to spinal infection the pump had to be removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.